Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing of atrial signals on the right ventricular (rv) lead channel. Technical services (ts) suggested potential actions, such as a chest x-ray and reprogramming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that a defibrillation threshold (dft) test was performed. Ts provided following actions and monitoring the patient after. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing of atrial signals on the right ventricular (rv) lead channel. Technical services (ts) suggested potential actions, such as a chest x-ray and reprogramming. The device remains in use. No adverse patient effects were reported.